Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient got an electrical shock from their aquarium and had an altered mental status since then. It had not been determined if the altered mental status, shock, and the patient's implantable neurostimulator (ins) were related. It was also unsure if there was a change in device therapy or if they had any other symptoms related to the ins. The patient was taken to the hospital from their home then transferred to another hospital. The indications for use of the implanted device were noted as spinal pain and chronic low back pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that a routine CT scan of head with contrast was performed and no intracranial hemorrhage was identified. There was no hydrocephalus or extra-axial fluid collection seen and not infarcts noted. There was a mild low density in the posterior periventricular white matter of both cerebral hemispheres and frontal region. The calvarium was intact and there was no extra-axial fluid collection. The conclusion of the head CT scan was that there was no acute intracranial finding, mild cerebral white matter disease consistent with chronic small vessel ischemic change. A CT of the abdomen and pelvis showed no evidence of acute or metastatic disease. A small hiatal hernia was noted along with fatty infiltration of the liver. Further background history indicated that the patient was last well known on 4:30-5:30 on (B)(6) 2015 when they were talking on the phone with their father. The patient's husband found the patient confused and "acting weird" that night and the issue did not improve so the patient was brought to the ER and subsequently transferred to another hospital. The patient was evaluated by neurology who followed the patient during the hospitalization. There was no history of seizures, no fever/leukocytosis to suggest infection, no new medications, and no recent travel. There were no metabolic abnormalities although it was noted that the patient did have a mild asterixis and was hyperglycemic. The patient did have episodes of vertigo, nausea, and vomiting. The dizziness there was not a clear neurological issue. The patient's confusion improved by the next hospital day but they still has bouts of confusion ("when she first woke up in the morning"). The vertigo, nausea, and vomiting was reported as resolved as of (B)(6) 2015. An attempt to perform an MRI but it was not completed as the patient was too anxious. By (B)(6) 2015 the patient's confusion had completely resolved and was back to baseline per husband. It was reported that the impression for the altered mental status (ams) issue was unclear. It was also noted that the ins was on. The patient was to be followed peripherally and will continue to be monitored. If additional information is received, a follow up report will be sent.